Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va191pq, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that during a lead revision the new lead was found to be defective. Impedances came back as over the allotment, so the implantable neurostimulator (ins) was replaced to rule that out. The same readings occurred, so another new lead was implanted and the issue resolved. The cause of the defective lead was not determined. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. Refer to manufacturing report #3004209178-2016-20109 for the issue that led to the lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.